Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the blade scratched and cracked but not broken off as reported. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the active blade fell off on the scrub table once the device had been extracted from the patient. The generator signaled error code #5 twice before the surgeon decided to take a third look at the device and that is when the blade fell off. No contact with metal according to the surgeon. Another device was used to complete the procedure. There were no adverse consequences for the patient.